Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient was due for a new pump sooner and was hoping to get it sooner. Per the patient, the pump had "never been in the right place - it's not sewn in properly to the pocket and it flips and flip-flops". Per the patient, the pump was currently in their liver and they were having "great pain" in their liver. The patient stated that they also had a thoracotomy on that side and referenced that the pain may have been due to both or either of those things. Per the patient, their pump was implanted on (B)(6) 2020 and inquired about pump longevity. Patient services reviewed device registration information and pump longevity. The patient stated "I don't know if I¿m brave enough to get it removed because they blood patch and then you die. I don't want to remove that because of the catheter and the blood patches. You have it for so long, it's a greater risk and I'd rather just leave it in and leave it on low dose". The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reported that the patient was last seen in their office on (B)(6) 2025 for a routine pump refill and the patient was due back for a pump refill in (B)(6) 2025 and they planned to address the issue at that time.

Event description:
Additional information was received from the patient via a company representative who reported that the patient stated that their pump moved within their body and changed location daily. Per the patient, their managing physician told them to contact the physician that implanted the pump. The patient stated that they were aware that their implanting physician had relocated and they had been trying to contact their new office with no response back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that the pump was replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.